Event description:
It was reported therapy impedance measurements of the system were >4000 ohms. Impedances were conducted at 8-9 volts. The patient felt no stimulation on electrode 1 and 3. Additional information received indicated the patient underwent replacement of the lead in 2008. The patient was doing much better. The patient felt stimulation at 3 volts and impedances were normal.